Event description:
Company representative called in to report that the customer's blood glucose is 15.0 mmol/l. Caller stated that the customer's insulin pump cracked and the side casing had come apart. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and broken off/missing end cap.